Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited helix extension failure and the stylet failed to advance through the lead. The rv lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported events of the j stylet could not insert, and a helix mechanism issue were confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination shows that the inner coil was over torqued in the connector region consistent with the procedural damage. The j stylet was unable to be inserted due to the over torqued inner coil in this region. The cause of the reported events was isolated to the inner coil over torqued in the connector region consistent with procedural damage and the helix being clogged with blood/tissue.